Event description:
It was reported that 25 days post implant, the patient developed acute pleuritic pain in the left shoulder, left side, and back, as well as increased symptoms of fatigue. A chest x-ray suggested pericardial effusion which was confirmed by echocardiogram. The patient underwent lead replacement and repair of the perforation.

Manufacturer narrative:
No medwatch form was received.